Event description:
The pt was admitted with an un-ruptured 5.5 mm wide necked basilar terminus aneurysm. The physician implanted a 22mm enterprise vrd. The physician implanted the vrd from the right posterior cerebral artery (p1) to the mid-body of the basilar artery. At this time, he decided to allow it to "heal in". He brought the pt back for follow up coiling and noticed that the vrd had migrated completely back down to the basilar artery. The distal tines were noted to be at the bifurcation of the posterior cerebral arteries (at the neck of the aneurysm), and the proximal tines were noted to be at the vertebral basilar junction. He was able to successfully coil the aneurysm, and pt showed no adverse signs of the migration. It should be noted that the pt was on plavix and asa through out. The sales rep indicated that the lpca measured 2.7 mm and the basilar was 3.5 mm. Visually the stent extended 5mm beyond the aneurysm neck at both ends.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.